Manufacturer narrative:
Batch review performed on 30 october 2023. Lot: 2008221: (B)(4) items manufactured and released on 02-nov-2020. Expiration date: 2025-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 3 weeks from the primary, the patient came in reporting pain due to a loose stem that changed rotation. The surgeon revised the liner, metaphysis and diaphysis. The surgery was completed successfully.